Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced bladder and pelvic infections, pelvic pain, sui, vaginal pain, dyspareunia, injury and add'l surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).